Manufacturer narrative:
Additional manufacturer narrative:edwards performed multiple atempts with the healthcare provider to obtain additional information and return the device for evaluation; however, the device has not yet been returned and requested details not yet provided. Without return of device and evaluation, the root cause of this event cannot be determined at this time. Additional information will be reported once provided.

Event description:
It was reported by a surgeon via sales that an edwards bioprosthetic valve was explanted from a (B)(6) male patient, after an implant duration of approximately 11 years due to stenosis and wide open regurgitation. Report indicates the patient received a mechanical valve as replacement.multiple follow up attempts with the healthcare provider to obtain additional details and to return the explanted device have not yet been successful.